Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving bupivacaine (10mg/ml at 1.8 6mg/day) and hydromorphone (15mg/ml at 2.8mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and the spinal segment of the catheter was found to be kinked. The spinal segment was replaced and the dose was decreased by 30% to reinitiate therapy. The length of the new spinal segment was 32.1cm, added to the existing 57.1cm piece. The total catheter volume was 0.196. The healthcare provider (hcp) cleared the catheter before the case began, so they did a prime of the entire catheter volume. It was noted that the tech asked questions about whether the spinal segment had been clamped initially, but it was confirmed that the hcp cleared the catheter. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-08. It was reported that the cause of the catheter kink was not determined. The kink was reportedly resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-11; the initial reporter was provided.